Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving a transcatheter pulmonary valve implantation, "friction" was noted by the implanting physician during the deployment attempt. Subsequently, the valve and delivery catheter system (dcs) were withdrawn from the patient. The valve was loaded into a new dcs and successfully implanted in the patient. No patient complications have been reported as a result of this event. Additional information was received to report vascular access for dcs insertion was achieved via the right pulmonary artery. It was noted the patient's anatomy was "kinked" which contributed to the deployment issue. Due to the "friction" controlled release of the valve was not possible.

Manufacturer narrative:
Image review: with the images provided it is not possible to evaluate ¿friction¿ on the delivery catheter system (dcs) when the health care professional (hcp) tried to release the valve in the 1st attempt. The images provided show the release of the harmony transcatheter pulmonary valve (tpv) with a standard technique and what appears to be a good outcome. It is not mentioned the precise moment when the hcp took the decision to withdraw the dcs, but it is listed in instructions for use (IFU) warnings or precautions. ¿do not reuse¿, ¿do not advance if resistance is met¿. According to the harmony tpv IFU, it is possible to withdraw the dcs prior to the outflow struts protruding from the capsule. Updated data: d9. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the capsule partially opened. There was a bend to the distal section of the peek inner shaft. The holding coil appeared intact. There was a bend visible along the capsule. There were bends along the device. The handle appeared intact. There was a kink to the proximal section of the peek inner shaft. The tuohy borst (tb) body appeared to rotate the holding coil when rotated. The nosecone could be advanced until the luer touched the tb body actuator with resistance noted due to the proximal peek inner shaft kink. The hemostasis valve (hv) actuator appeared to lock when rotate clockwise and unlock when rotated counterclockwise. The tb body actuator appeared to lock when rotate clockwise and unlock when rotated counterclockwise. A harmony 25mm valve was loaded onto the dcs without issue. On retraction of the hv body, the valve deployed as expected with no friction noted and could be fully released from the holding coil. The reported event for unable to deploy could not be confirmed in the analysis. The reported event for difficult to deploy could not be confirmed in the analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving a transcatheter pulmonary valve implantation, "friction" was noted by the implanting physician during the deployment attempt. Subsequently, the valve and delivery catheter system (dcs) were withdrawn from the patient. The valve was loaded into a new dcs and successfully implanted in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10. Section d references the main component of the system. Other medical products in use during the event include: product ID harmony-25 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025, select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.